Event description:
The customer called and requested assistance with programming the settings on the insulin pump he received. The customer stated that he woke up with low blood glucose in the mornings, and he was suggested to see his doctor to adjust his settings along with programming them. During the call, the customer stated that the insulin pump almost killed him, and he believes the device is over delivering insulin. The caller stated the since this week he suspended the pump and disconnected from the quick release, placed it in a plastic bag, and the next morning there was insulin in the bag. Therefore he wants this pump looked at by his attorney because this is the fifth time he is getting a replacement. The caller stated that he has been going on for a year where he drops significantly low after bolusing. Assisted the customer with programming the device. The customer had received emergency medical assistance many times due to hypoglycemia. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.